Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered with a patient alert for lead failure predictor on (B)(4)-2011. Oversensing with ventricular non-sustained tachycardia less than equal to 150 milliseconds on (B)(4)-2011 and (B)(4)-2011. Interference/noise with ventricular short interval count (v-sic) equals 3.8 counts avg/day, in 38.74 days, between (B)(4)-2011.

Event description:
It was reported that at a prior device change out approximately four months prior that the physician elected to swap the left ventricular (lv) lead in the device header with the right ventricular pace sense. The lv lead has since triggered the lead integrity alert due to oversensing. The lv lead remains in use. No patient complications have been reported as a result of this event.